Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) or erbe. System was verified and is ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and the reported failure (not recognizing instrumentation) could not be reproduced. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during da vinci-assisted inguinal hernia - unilateral surgical procedure, site contacted intuitive technical support engineer (tse) to report that they were having issues with their erbe. They stated that the monopolar ports had a question mark, and they were unable to fire monopolar. Prior to calling in, the customer moved to their force triad generator to continue with the procedure. The procedure was completed with no reported injury.